Event description:
It was reported that two used cassette hose sets from two different batches were leaking at the pressure diaphragm after insertion into the endomat select up210 pump. The rinsing fluid escaped via the defective membrane after the pump was started up and flooded the equipment trailer with the equipment underneath. No harm to patient, user or third reported.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. Internal karl storz reference number: (B)(4).